Manufacturer narrative:
Additional information on the event was received on march 30, 2017. It was noted that the tamponade was not believed to be related to the procedure. It was noted that it was likely related to a pre-existing condition (secondary to infection) that led to an exacerbation of shortness of breath and not likely related to an embolic event. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a (B)(6) female patient underwent a right-sided accessory pathway ablation procedure with isoproterenol challenge using a thermocool smarttouch bi-directional sf catheter. During the second from last ablation, high impedance was noted and the patient reported severe chest discomfort upon radiofrequency application. Ablation was stopped and patient was monitored. Post-procedure, prior to moving the patient to her bed, the patient continued to report chest discomfort. Blood pressure remained stable. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 250ml. Patient¿s chest discomfort was improved by the intervention. Patient required an overnight stay in the hospital to ensure tamponade resolution. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features were evaluated and passed. Finally, an irrigation test was performed and the catheter passed. No occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
Irrigated catheter flow was set to 8 ml/min. Patient did not receive anticoagulant during the procedure. There was no shaft proximity interference (spi) value reported. Thermocool smarttouch bi-directional sf catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto® 3 patient interface unit. Carto® 3 system did not indicate to re-zero the catheter. Error message of ¿force accuracy may be reduced¿ was seen sporadically during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17618974l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant product: non biosense webster, inc - st jude agilis small curve, 8.5 fr size, catalog number g408318. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a right-sided accessory pathway ablation procedure with isoproterenol challenge using a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the second from last ablation, high impedance was noted and the patient reported severe chest discomfort upon radiofrequency application. Ablation was stopped and patient was monitored. Post-procedure, prior to moving the patient to her bed, the patient continued to report chest discomfort. Blood pressure remained stable. Tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 250 ml. Patient¿s chest discomfort was improved by the intervention. Patient required an overnight stay in the hospital to ensure tamponade resolution. Factors cited by the physician that may have contributed to the adverse event include a possible pocket of tissue near an ablation site, of which he was previously unaware. Physician¿s opinion regarding the cause of the adverse event is that it may have been attributed to patient condition, biosense webster, inc. Product malfunction, or physician error. No transseptal puncture was performed. The sheath information is a st jude agilis small curve, 8.5 fr size, catalog number g408318. Generator was set on power control mode at 30 watts (not titrated). Impedance cut off was set at 250 ohms. It was noted that the injury was caused by a 4 second ablation with an average temperature of 31.8 degrees, impedance of 223 ohms, and contact force of 15 grams.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).